Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: product investigation: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device did not found signs of cracking, however the offset taper adapter trial was broken from adapter surface. The broken fragments were not returned for evaluation the observed condition of the device was consistent with a component failure that may have been caused by exposure to unintended forces during the assembling or disassembling process of the offset taper adapter trial. Inhance¿ shoulder system anatomic surgical technique page 15 and 18, emphasizes the correct assembly and disassembly process. A functional test was not performed since it was not applicable to the complaint condition. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the offset taper adapter trial would have contributed to the complained device issue.¿ based on the investigation findings, the potential cause is traced to unintended use error, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Event description:
It was reported that upon inspection, the following parts were found damaged. Inhance gleno inserter - bad threads x7. Inhance offset taper adapt - cracked x2. Inhance humeral head trial - cracked. Inhance gleno extractor - bad threads. Inhance stem inserter - cracked x2. During manufacturer's investigation of the returned device it was identified that the device did not found signs of cracking, however the offset taper adapter trial was broken from adapter surface.